Event description:
The issue occurred in a system 2000, a bath system for assisted bathing, and as reported from the arca field svc tech's idf event description: "potential incident, no injuries to resident's or staff. Bath tub bolt securing tub shell to lift portion of tub came loose and separated from tub shell. When staff filled tub the shell distorted and cracked in two places' as it separated on one side. Note that the star lock washer on bolt was missing and this comes pre-installed from the factory." (B)(4).